Event description:
Alleged 64 false positive flu b results out of 600 tests due to high rate of positive sars and flu b results.. Tested patients were symptomatic. The customer communicated 5 of the results were flu b negative by alternate testing method (method unknown). In addition, a different lot alleged one false positive flu a and one false positive flu b result. No confirmatory testing performed.

Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.